Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced right sided deflation post procedure. The deflation was believed to be associated with a fall in which the breast flattened afterwards. As a result, replacement with an unspecified saline implant was performed on (B)(6) 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 6, 2022. Additional information was received on january 10, 2022. The patient fully recovered. The investigation of the returned device was completed by the failure analysis lab on january 15, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced right sided deflation post procedure. The deflation was believed to be associated with a fall in which the breast flattened afterwards. As a result, replacement with an unspecified saline implant was performed on (B)(6) 2021.